Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex hf1000 set, an external fluid leakage was observed from the static discharge ring. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Neither sample nor photo were provided for analysis, however, based on the reported information, the most probable cause was associated to product misuse and reusing for priming classes. Should additional relevant information become available, a supplemental report will be submitted.